Manufacturer narrative:
There are multiple failure modes which may require exchanging a catheter during its use. Placement of these catheters into the coronary sinus can be technically challenging and removal of the catheter after initiation of cardiopulmonary bypass may require an interruption of cardioplegia delivery, reliance on antegrade cardioplegia only, or change in operative strategy. The device was returned to edwards for evaluation and the evaluation is in progress. A supplemental report will be submitted upon evaluation completion. The device history record (DHR) was not able to be reviewed as the device lot number was not provided. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that during use of the coronary sinus catheter, the patient experienced some swelling around the cs. It was decided to abort and not use the retrograde with the coronary sinus catheter and to convert to an open incision versus the robotic approach as planned. During the surgery, the surgeon placed the coronary sinus catheter using the transesophageal echocardiography (tee) and observed occlusive waveform on the coronary sinus catheter cs pressure line. The c-arm was used to do fluoro to confirm the depth of placement. On fluoro, the coronary sinus catheter seemed a little deep, so the coronary sinus catheter balloon was deflated and the catheter was pulled back for a more ideal placement. The balloon was inflated, observing pressure, a waveform was observed indicating occlusion. Two contrast shots were given on live fluoro and a small localized staining near the cs on fluoro image was observed. When the surgeon opened the chest he indicated that he did not see any perforation, but observed some swelling around the cs. The patient was reported to be doing well.

Manufacturer narrative:
Evaluation summary: the device was returned with visible traces of blood and examined in the biohazard area of the lab. Device exhibited a permanent curve, consistent with other pr9 devices returned in decontamination bags. As received, a kink was observed on the catheter shaft near the catheter tip. All through lumens were found to be patent without any leakage or occlusion. No visual damage, contamination, or other abnormalities were found. Balloon inflated clear, concentric, and remained inflated for more than 5 min. Without leakage. Additional manufacturer narrative: customer complaint of leakage was not confirmed with assessment. Based on the available information the root cause of the event remains indeterminable.